Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that electromagnetic navigation communication was intermittent due to cable damage. To restore functionality, the cable was replaced. The system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: 9733597, serial/lot #: (B)(4), ubd: 31-dec-2013. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the electromagnetic navigation power/communication cable for the navigation system was damaged. There was no patient present when this issue was identified. Medtronic received information that internal wires on the cable were exposed.